Manufacturer narrative:
An event that a physician "couldn't get a duct occluder I out and the patient had some femoral artery injury" was reported. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined. Information from the field indicated this was one occurrence out of 400 or 450 procedures performed by the physician.

Event description:
On thursday, (B)(6) 2018, during a 5:30pm et marketing research interview focusing on patent ductus arteriosis in newborns and potential treatment with the amplatzer duct occluder ii device, a pediatric interventional cardiologist mentioned an adverse event. His comments included the following information: "I've done probably 400 or 450 of these. Only one time I couldn't get a duct occluder I out and the patient had some femoral artery injury, but that was one out of 400 times." Per marketing research guidelines, the recruiting facility was asked to contact the physician following the interview to note the adverse event and ask if he would be willing to waive his confidentiality/anonymity in order for us to provide the device manufacturer with his contact information for follow-up details on the patient. The physician declined.